Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, high threshold values were observed. Multiple repositioning attempts were made, but due to helix failing to retract, the lead was explanted and replaced and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix fully extended and clogged with blood/tissue. X-ray inspection found overtorque of the inner coil in the connector region consistent with damage occurring at the time of procedure. After cleaning and applying torque directly to the inner coil, the helix could be extended and retracted. The reported event of ¿thresholds were high¿ was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of ¿the helix failed to deploy¿ was isolated to the helix being clogged with blood/tissue and overtorque of the inner coil in the connector region.